Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not latched error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Received one device, customer¿s reported problem of "cassette not latched error" was not verified by visual inspection. Perform preventative maintenance to correct the issue. Additionally, found and replaced peeling downstream occlusion sensor (dso) seal. Cadd solis device passed all functional tests.